Event description:
In review of published literature, these finding were noted. Armando c. Lobato, md, phd, and luciana camacho-lobato, md, phd, sao paulo, brazil, "the sandwich technique to treat complex aortoiliac or isolated iliac aneurysms: results of midterm follow-up" copyright 2013 by the society for vascular surgery. Between october 2008 and march 2011, a cohort of 40 pts (95% male; mean age 72.2 years) was followed over a mean follow-up period of 12 +/- 4.4 months (range: 6 - 30 months). The article describes that one ipsilateral iliac limb stent graft thrombosis occurred 12 hours after the main procedure. Patency was restored with thromboembolectomy followed by placement of a self-expandable stent.

Manufacturer narrative:
The lot/serial number for the device(s) associated with this article is not known. Therefore, a review of the manufacturing records could not be performed.